Event description:
Sorin group USA received a report that during the vein harvesting procedure, the customer noted blue plastic debris in the pt's leg. The debris was removed from the leg. There was no report of complications or pt injury.

Manufacturer narrative:
Sorin group USA received a report that during the vein harvesting procedure, the customer noted blue plastic debris in the pt's leg. The debris was removed from the leg. There was no report of complications or pt injury. The device has been returned for eval. The instructions for use state "to ensure that the instrument will close properly, do not insert too much tissue in the jaws," "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument," and "excessive tissue accumulated within the jaws may prevent knife blade from fully returning to its neutral position." The IFU further states, "examine the device carefully prior to use during use and after completing the procedure to ensure the jaw in intact. If the jaw is not intact, locate missing pieces. Do not use the device if damaged." The investigation is on going; a f/u report will be filed upon completion of the eval.